Event description:
Rn states that after starting an IV on a patient, the clinician attached a 0.9% normal saline flushed IV connector loop with male adapter to the IV catheter. While attempting to flush the catheter, the male slip adapter disconnected from the "j" loop tubing. There was a reflux of patient's blood, however, the clinician quickly replaced the connector loop with another and flushed the IV catheter successfully. No patient harm or medical intervention needed.

Manufacturer narrative:
The sample was received by the manufacturing facility and evaluated. The analysis confirmed the report was caused by absence of solvent on the connection. A re-validation of the bonding assembly process was performed. A batch review was completed for the lot and no aberrances were noted.